Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the device. The technical support specialist (tss) identified that the password validation failure occurred, verified the port 389 connectivity using the knowledge article "domain error: please contact system administrator with error code ¿ 2222" and the port was opened. Tss also verified the application logs and found an error message indicating the station was looking at the old server. Tss then fixed the issue by applying the knowledge article "medstation es - users unable to login after 1.7.x upgrade - client ID value null" and the customer confirmed that the new users were able to login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users was unable to authenticate and use credentials to get into es stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.